Event description:
Customer reports one incident of a blood leak on use #13 at the onset of pt treatment. Noted by a blood leak alarm and confirmed with hemastix. Blood was returned to the pt. Treatment was resumed with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.